Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt375 19.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. The patient had 3.23d of astigmatism and at (B)(6) 2017 the patient is 2200 at distance with 4.5d of astigmatism. The doctor believes there was no cylinder correction in the lens and would like to exchange it for the exact same lens. Through follow-up it was learned that the physician decided not to explant the lens but to rotate the iol instead. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.